Event description:
During a procedure to repair a patella fracture, a 4.0mm cannulated screw broke. Broken portion remains in the patient. Surgeon tapped first and implanted the screw by hand.

Manufacturer narrative:
Additional information has been requested. Screw threads remain in the patient. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.